Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large bore stopcock with rotating male luer lock drew air into the waste syringe. The blood was not free flowing through the line. This occurred when drawing labs from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.